Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the emergency room due to an increase in seizures. The patient was then transferred to another medical center. The patient's mother wants to have the physician increase the vns settings. Attempts to obtain additional relevant information have been unsuccessful to date.